Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent single-level spinal surgery due to spondylolisthesis with stenosis. Post-op, the implanted pedicle screw was broken. On (B)(6) 2019, the patient had underwent revision surgery due to an infection. At this revision, the surgeon implanted two new rods and needed four break-off items. The pedicle screws remained in the patient. On (B)(6) 2019, the patient got the second revision due to the sustained infection of the patient. When the surgeon implanted the cage from ventral to check the position with x-ray he remarked the broken pedicle screw. They rotate the patient in this session and replaced the legacy screws.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection confirmed the bone screw disassembled from the head. The ring and crown were still assembled in the head. The retaining ring is fully seated, but has been bent/deformed on one side and the other has been partially sheared off. The deformed and sheared areas are on either side of the retaining ring gap, would reduce the force required for ring failure. Bone screw head diameter found to be within print specification. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review result: intra-op film from anterior revision surgery levels unknown. One of the posterior screws shows the tulip of the screw shaft which required a posterior revision. If information is provided in the future, a supplemental report will be issued.